Event description:
Customer was not feeling well, customer performed a blood glucose test and received a result of 252mg/dl. The customer took normal dose of insulin. Later customer was found by their family member passed out. An ambulance was called and they received a reading of 26mg/dl. The customer was taken to the hosp and given an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.